Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is removal because of no relief of symptoms. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implants.

Event description:
Around (B)(6) 2013, the patient had an si joint fusion where three ifuse implants were placed. There was no improvement in the patient's pain symptoms following the initial surgery. In (B)(6) 2014, a different surgeon removed all three implants since there was no symptom relief.